Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report are not available for investigation.

Event description:
On 08/01/06, nellcor received a report where it was claimed that the cuff on the tube became deformed after insertion into the pt. The tube was replaced without incident.